Event description:
Pt called to report adverse reaction to depuy hip replacements on both the left and right side. Pt stated he has experienced constant, throbbing pain since they were implanted in 1991. He said he takes percocet for the pain, or else the pain is unbearable. He says he has difficulty walking and that he uses a cane, which causes him to have low back pain. Pt also has trouble sleeping and basically always feels miserable. He does not want to take the pain medication anymore, but he has to because the pain is too bad without medication.